Event description:
It was reported that prior to a laparoscopic hysterectomy procedure, the jaw was forced and was not able to close fully. The I-blade was not fixed anymore to the lower jaw. Malfunctioning of the device given by error of generator. No patient consequences reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the I-blade protruding from the lower jaw. The lower jaw was damaged which allowed the I-blade to come out of its track. In addition, the shaft cover was damage. The device was connected to the generator and it was recognized. Due to the damaged jaw, not all functional testing could be performed with the generator. The condition of the jaws prevented the functionality of the jaw. The device was unable to cycle open and close. It is possible that due to the lower jaw damaged, the electrode could have shorted and a ¿reposition jaws and reactivate¿ alert screen was seen when the jaws were fully or partially closed. However, this was not seen during the analysis. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.